Event description:
It was reported that during a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025; c-arm shaking was noticed during rotation. A field engineer assessed the equipment and found loose bolts within the vta (vertical travel assembly). The field engineer repaired and tightened the rotational gear bolts. No patient or user injury was reported.